Event description:
It was reported that the patient underwent hernia repair on (B)(6) 2015 and absorbable straps were used. During the procedure, the white tip fell off. It was reported that the tip may have fallen either inside of the patient or in the surgical field. The tip was retrieved and a like device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: actual device was returned for evaluation. Visual and functional inspections were performed and the device worked as intended. The device was returned with the cannula cap detached from the cannula tabs and missing. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.